Manufacturer narrative:
Patient information not available for reporting. Date of event reported only as (B)(6) 2018, exact date is not known. Device is an instrument and is not implanted/explanted. DHR review was completed. Part # 338.26, synthes lot # ft00233, supplier lot # ft00233. Release to warehouse date: 19 dec 2016. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The reported complaint condition was visually confirmed at customer quality (cq) and consistent with the reported condition. The distal tips of the returned device are malformed and chipped (pieces missing). Replication of the complaint condition is not applicable as the device was returned broken. Lot number review: DHR review showed no ncr¿s were generated during production. The material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR. Drawing review: the drawing was reviewed; dimensional analysis was not performed as relevant features are significantly deformed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The tip for dhs/dcs impactor (338.26) is a tip replacement for the dhs/dcs impactor (338.28) which is noted in two technique guides: lcp dynamic helical hip system (dhhs) and dhs/dcs dynamic hip and condylar screw. In both instances the impactor is utilized to aid in plate implantation and to ensure the plate is fully seated into position. Conclusion: the complaint condition is confirmed as the impactor tip was received broken (distal tips chipped/pieces missing). The returned device is manufactured from radel material, which allows the device to become damaged rather than the metallic implant if rough handling or errand hammer blows occur intraoperatively. A device inspection, device history record review and drawing review were performed as part of this investigation. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is likely that the impactor tip was damaged during impaction through strikes with the mallet, as described in the complaint. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date in (B)(6) 2018, it was noted that the tip for dynamic hip screw/dynamic coupling screw (dhs/dcs) impactor is worn out. It was further noted the edges of the instrument were chipped during impact. No fragments were generated. Surgery was completed with no delay and no reported patient harm. Investigation of the returned device revealed it is broken. This report is for one (1) tip for dhs/dcs impactor. This is report 1 of 1 for (B)(4).